Event description:
Both of the ups on the datex ohmeda adu anesthesia machine failed and shut down the machine. The batteries failed and datex ohmeda replaced both of the ups'. The ups is used for surge protection and should be removed from the units or replaced with a more satisfactory model. The 2 ups supplied by datex ohmeda are manufactured by oneac.

Event description:
Per your letter dated 5/31/2005 requesting a faiure analysis of subject report, datex-ohmeda has received a response from oneac, the MFR of the ups unit involved in the alleged event. Their response is quoted as follows: "the ups used by datex-ohmeda does the following: 1. Is a medical grade ups offering low electrical cumulative leakage for the ups and connected equipment of less than 300 microamps 2. Provide surge protection for connected equipment 3. Battery backup in high line, low line, and no power. 4. The ups alarms when it goes to battery having received some of the upss back from the hosp and after talking to datex-ohmeda personnel, oneac believes the following occurred and would like this added to your medwatch response: 'the onm600sj-si functioned by going to battery back up under a faulty mains condition, thus keeping the attached equipment functional under these conditions. Upon depletion of the batteries, with faulty main conditions still present, the ups turned off, either due to complete loss of mains, or to protect the attached equipment from the faulty mains condition. The ups functioned properly in these actions.'"